Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They said that the cause of the shocking was likely due to them falling out of bed and hitting their head, which changed their settings. The cause of the device turning off multiple times is unknown. Patient checks on/off settings every other day. They are unsure if the issue has resolved.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient went to see healthcare provider because patient was having some memory lapses. Patient wanted to know if the dbs was not working because previously once it stopped because the battery went dead, that was before patient got the rechargeable battery implanted. Patient states the healthcare provider said it showed that it was off a couple times over the last couple months. Patient confirmed therapy is on and implanted neurostimulators is at 60%. During call, patient confirmed therapy was on and felt a little bit of a shock in his thumb.